Event description:
The ventilator has been used on a rental basis for a pediatric pt & has to this point worked with no problems; however, on 12/7/94, there was an unscheduled power outage & the ventilator failed. It was determined that when the power went out, the ventilator switched over to internal back-up battery power as it should. The power outage only lasted for approx 3 minutes & power was restored. The problems that was not found until later on in the day was that the ventilator didn't switch back to main electrical current & ran down over a one/two hr period. The afternoon of that day the ventilator stopped working, it was only for a matter of minutes; however, the pt could have been at risk. When the ventilator stopped the alarms did sound. Medical support was rendered.